Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys probnp ii assay on a cobas 8000 e 602 module. Patient sample 1: the sample initially resulted in a probnp ii value of 729 pg/ml and repeated as 960 pg/ml. Patient sample 2: the sample initially resulted in a probnp ii value of 674 pg/ml and repeated as 897 pg/ml. Patient sample 3: the sample initially resulted in a probnp ii value of 3400 pg/ml. The sample was repeated twice, resulting in probnp ii values of 3608 pg/ml and 2718 pg/ml. Patient sample 4: the sample initially resulted in a probnp ii value of 956 pg/ml. The sample was repeated twice, resulting in probnp ii values of 1285 pg/ml and 1253 pg/ml. The questionable results were reported outside of the laboratory. The probnp ii reagent lot was 65182903 with an expiration date of (B)(6) 2024.

Manufacturer narrative:
Na h3 other text : na.

Manufacturer narrative:
The field service engineer found a damaged pre-wash nozzle. The pre-wash nozzle was replaced. Quality controls were performed; all results were within specifications. The investigation determined the service actions performed resolved the issue.